Event description:
It was further reported that the patient was seen for a in clinic visit and that reprogramming was performed with no patient complications. Of note, the patient was stated to have been admitted to the hospital prior to visit.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) emitted a siren tone. In an attempt to interrogate the crt-d, it was noted that the mobile programmer application was used instead of the intended remote monitoring mobile application. Troubleshooting steps were taken to include re-interrogating the implantable device using the remote monitoring mobile application. It was reported that the device alert was indicative of a right ventricular (rv) lead integrity issue. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 5076-52 lead, 6719 adaptor, 5867-3m adaptor implanted: (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.